Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the tip of the aspiration catheter separated from the shaft during the procedure. The physician inserted the filter device into the pt. The physician inserted the aspiration catheter into the patient over the filter wire and advanced the aspiration catheter forward and encountered resistance. The physician continued to advance the aspiration catheter forward and then noticed that the tip of the aspiration catheter separated from the shaft and traveled forward and became lodged inside the filter basket. The physician was able to collapse the filter basket entrapping the tip of the aspiration catheter and successfully remove the device from the pt. The pt is reported to be fine.